Manufacturer narrative:
Root cause investigation: the root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature and high humidity environment. Analysis and investigations have been made to support this root cause: chloride salts identified on syringes. Feo + fecl3 identified on corroded needles. Significant smell of chloride of samplers with corroded needles. Literature investigation and experts statements. By testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to (B)(6). Investigation of each step of the supply chain has been performed. Use of chloride containing gases has not been identified anywhere in the supply chain, and would not be present during normal handling/storage/shipping. Conclusion is that no systematic pattern of needle corrosion can be found. The corrosion is limited to a few needles of each lot, and will not be present during intended handling, storage and shipping.

Event description:
According to the complaint, the surface of the needle on a pico70 sampler is reported as being rusty. None of the pico70 samplers with rust on has been used on patients, all pico70 are still in sealed packaging.